Event description:
A complaint was reported regarding a patient who was burned while charging. The patient elected to explant the precision system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.